Event description:
It was reported that during a pci/stenting treatment procedure, the express biliary stent dislodged from the delivery balloon prior to being deployed. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in a tortuous renal artery. The physician used a 6 fr guide catheter and a .014" thruway guide wire to cross the lesion. At the level of the aorta, the stent dislodged from the balloon into the guide catheter. The dislodged stent was able to be removed from the pt along with the guide cath. Another express biliary stent was used to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine.'